Event description:
Report received from the USA stating that the device would not engage the motor. The device was being used during surgery, but there was no patient injury. It is unknown if any user injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. Ref: (B)(4).